Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmissions revealed, the left ventricular (lv) lead exhibited high out of range pacing impedance. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.